Manufacturer narrative:
(B)(4). Results: (stent graft migration, endoleak). (Short distal landing zone at implant). Conclusion: (short distal landing zone at implant).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an 8.7cm abdominal aortic aneurysm approx 32 months ago. Vessel morphology at the time of implant was not reported. At the time of initial implant, the bifurcated stent graft ipsilateral limb was only extended into the iliac limb 1.5cm. It was reported that the pt came in for a routine f/u and the bifurcated stent graft ipsilateral limb had pulled out of the iliac artery and resulted in a distal type 1 endoleak. The aneurysm was 8.2 cm two years ago and currently is 9.2cm in diameter. The physician elected to extend the stent grafts down to the hypogastric artery with an iliac limb and the endoleak was resolved. No add'l clinical sequelae were reported, and the pt is fine.